Manufacturer narrative:
Correction: section a2 - patient age should have been "77" instead of "78".

Event description:
Related manufacturer report number: 2017865-2025-11851; 2017865-2025-11853; 2017865-2025-11855 it was reported that the patient previously had a single right ventricular (rv) lead capped and his right atrial (ra), right ventricular (rv), left ventricular (lv) leads had been tunneled from the right to the left side in 2019. The patient was experiencing some discomfort on the tunneling leads (ra, rv and lv) leads. The physician decided to extract the capped rv lead and un-tunnel the ra, rv, lv leads back to the right side and perform a routine generator change on the right side. The patient was stable.